Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).the customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was representative sample in its original sealed packaging. The actual sample was not returned. The representative sample was visually examined with and without mag nification. Visual examination of the returned representative sample revealed that the packaging tray was damaged near the front end of the stapler. A CAPA was opened by the manufacturing site to further investigate this issue. Root cause is identified in the CAPA. The customer was contacted regarding the broken packaging, and it was reported that they did not wish to file an additional complaint for this issue. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose in the cover block. The stapler was returned with 39 staples remaining in the cover block. The trigger was returned not engaged. There was no clear evidence of use in the form of biological material was present on the device. Upon functional inspection, the first fire fully formed and released correctly. The second fire fully formed and released correctly. Functional inspection could not be continued due to the severe staple misalignment. It was observed that during the first and second fire that the pusher was not moving in the cover block. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. An unopened representative sample was returned in place of the actual sample that resulted in the complaint issue. Visual examination revealed that the sample was returned with its staples severely misaligned and loose in the cover block. Upon functional inspection, the first fire fully formed and released correctly. The second fire fully formed and released correctly. Functional inspection could not be continued due to the severe staple misalignment. It was observed that during the first and second fire that the pusher was not moving in the cover block. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".